Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). (B)(6). (B)(6). (B)(6). A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1718756 and manufacturing lot # 9a04225 in c2. The lot was packed in january 2019 in amount (B)(4) pcs. The product was packed on packaging machine p009 according to the instruction for packing g905704 v.3. Lot # 9a04225 was sterilized under sterilization lots 24 190127,25 190130, 24 190129,24a190130, 24a190129,25a190130, 25a190129,26a190130, 26a190129 during in- process inspection test with focus on catheters squeezed in welding is carried out according to tm-437 visual inspection of welding catheters in peelpack : procedure. 3.1 hold sample at good visual distance. 3.2 ensure adequate lighting in inspection area. 3.3 look at entire peelpack sheet if there is no welding catheters. 3.4 no welding catheters are allowed. The entire peelpack sheet is held up to check that all catheters ¿drop down¿ in the pack. 3.5 welding catheters inside peelpack have to be discarded. Result of the inspection is recorded in form g905704. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. No sample or photo was received to the complaint but several complaints of this nature were received in the past and the issue was investigated within nc event tw # (B)(4). The investigation associated with related event tw # (B)(4) has been approved and is complete. Five most probable root causes were identified during the investigation and will be addressed in CAPA plan. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes actually. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Cc1: extrusion production process and bobbin construction. - it is standard process, so it will be excluded from CAPA plan. Cc2: neglect of the operator. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. This root causes are being addressed within CAPA 1216197. The following corrective actions are being implemented: 1:definition of correct water sachet placement to the cavity in work instruction g905704. 2: order of guides for packing machine p009 and installation them. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported "the catheter is stuck in the welding around the primary pouch and cannot be removed". The product was not used on or by a patient. No photograph depicting reported complaint issue was provided.